Event description:
It was reported that during the pretest, after adding 10 ml of sterile distilled water in the foley catheter, when trying to return the water in the balloon to the syringe, the water cannot be withdrawn and accumulates in the balloon. After a few hours, the water naturally returns to the syringe. A new one was taken out and used on the patient without being used. Per investigator's notification received on (B)(6) 2025, it was reported that there was an asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. There is no allegation against a bd product but on a component in the tray. This report is being submitted as additional information. The reported event is confirmed against the syringe. Visual evaluation noted received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Upon visual inspection no physical defects present. Using returned syringe inflated balloon with10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Asymmetrical balloon with concentricity of 100:0 was observed. Balloon did not deflate properly within 5 minutes. Attempted inflation and deflation with in house syringe. Inflated properly within 5 minutes and deflated within 2 minutes and 34 seconds. Also received 5 photo samples. First photo sample shows top view of catheter with syringe used during reported event. Second photo sample shows end of catheter with deflated balloon. Third photo sample shows inflation cap. Fourth photo sample shows top view of outer packaging of tray. Fifth photo sample shows top view of document written in native language. Therefore, the reported event is confirmed against the syringe and does not meet specifications per inspection procedure which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." No additional actions are required at this time since root cause was not identified. A DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review was not required as labelling would not have prevented the reported event. Correction: d, e, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, after adding 10 ml of sterile distilled water in the foley catheter, when trying to return the water in the balloon to the syringe, the water cannot be withdrawn and accumulates in the balloon. After a few hours, the water naturally returns to the syringe. A new one was taken out and used on the patient without being used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.